Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during a stent placement procedure to treat a 5cm stricture in the mid bile duct. According to the complainant, the stent had been deployed half the way when it was noted that it was not in the proper position. The physician attempted to reconstrain the stent for repositioning but experienced severe resistance. The stent could not be reconstrained and was removed along with the scope from the patient. The device was examined once outside the body and the delivery wire was deformed and the stent moved from the mounted position. The procedure was completed with another wallflex biliary rx uncovered stent system there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no problem."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.